Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-14.5%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.